Event description:
During review of the patient's programming history, it was found that the patient's settings were not as intended upon initial interrogation during a routine office visit. This was likely due to a faulted diagnostics test that had occurred at the previous appointment. The incorrect settings were corrected at the office visit they were discovered. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.